Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that at normal follow up, loss of capture was observed. Device was explanted and replaced.